Event description:
On (B) (6) 2010, a male patient underwent fusion surgery at l4-l5. After the final tightening of four sequoia polyaxial screws, the surgeon realized that one screw was not holding correctly (right l4). The surgeon had to unlock the two screws on the right, remove the rod and remove the screw in order to replace it. When the surgeon removed the screw, he realized that it disassembled into two parts. The surgeon replaced the screw with another one and completed the surgery as indicated.

Manufacturer narrative:
Requests have been made for the return of the product. Evaluation is pending upon completed investigation of the product.